Manufacturer narrative:
Additional information the device was returned for evaluation and the clinical observation was confirmed. As received the implant coil was found damaged and detached from the pushwire. The pushwire was found intact distal to the break indicator at the manual detachment location (via hypotube), and the tack weld replacement (twr) crimps were found loose. Additionally, the pushwire was found bent at the proximal end. Under the microscope, the coin was found pulled back from the lumen stop, the shield coil was present. During evaluation, the pushwire was then intentionally broken distal to the break indicator, and the release wire was pulled out from the broken location for evaluation of the coin. The retainer ring found damaged and ovalized. Based on the device analysis the axium prime coil was found detached from the pushwire. The damages to the implant coil may have occurred during the movement of the coil against the reported resistance. We are unable to definitively determine the cause of implant coil detachment, however, it is possible that the movement of the coil against the resistance, the damaged retainer ring, or the broken tack weld replacement (twr) crimps may have led to the detachment. All coils are 100% inspected for damages and irregularities during manufacture. The axium prime coil instructions for use (IFU) issues the following: "do not advance the coil with force if the coil becomes lodged within or outside the microcatheter. Determine the cause of resistance and remove the system when necessary.¿ "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of an aneurysm, there was resistance delivering the coil through the catheter and it broke while inside the catheter. It was reported that the coil was advanced in the catheter and it became stuck; it was not possible to push it further. The physician tried to remove it and realized that it was broken. The physician removed the catheter with the coil inside and found the coil was in two parts. Other coils were implanted without any complications. No patient injury was reported.